Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility, that the tubing of an opt314 optiflow junior nasal cannula came off from the cannula joint whan taken out of the package. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in china reported on behalf of a healthcare facility, that the tubing of an opt314 optiflow junior nasal cannula came off from the cannula joint when taken out of the package. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Correction: section e1: initial reported name and address updated section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt314 optiflow junior nasal cannula was detached from the left cannula joint, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt314 optiflow junior nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt314 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."